Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. Internal insulation abrasions were noted at 7.5-7.8 cm and 12.0-13.4 cm from the distal tip. Internal insulation abrasions under the svc shock coil were noted at 24.4-24.5 cm, 24.7-24.8 cm, 26.3-26.4 cm, 27.3-27.5 cm, 27.4-29.2 cm, and 28.0-28.1 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 16.4-19.6 cm from the distal tip. The etfe was abraded at this location. Internal insulation abrasion under the svc shock coil was noted at 23.1-23.2 cm from the distal tip. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of loss of capture and low lead impedance.

Event description:
It was reported that the patient presented in the emergency room following a vt storm. In the hospital, loss of capture and low, out of range impedance were observed. The lead was explanted and replaced. The patient was stable throughout the procedure.